Event description:
It was reported that the patient exited the bed and the nurse was not alerted because the bed exit audio alarm's volume was set too low. No malfunctions were alleged, and the patient was not affected.

Manufacturer narrative:
Repaired and returned. Device inspected by user.

Event description:
It was reported that the patient exited the bed and the nurse was not alerted because the bed exit audio alarm's volume was set too low and the footboard was losing connectivity. No malfunctions were alleged, and the patient was not affected.

Manufacturer narrative:
Supplemental submitted to include UDI in section. Device inspected by user.

Event description:
It was reported that the patient exited the bed and the nurse was not alerted because the bed exit audio alarm's volume was set too low and the footboard was losing connectivity. No malfunctions were alleged, and the patient was not affected.